Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, patient's pacemaker exhibited an undersensing that resulted inappropriate mode switch (ams). No intervention was performed. The patient had no adverse consequences.